Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. At a pump refill on (B)(6) 2016, the expected volume was 20 mls, whereas the actual volume was 0.0 ml. The patient reported that on (B)(6) 2016, things began to smell and taste strange. The patient was currently going through withdrawal. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was not refilled when the discrepancy was discovered. The patient was given oral medication to help with the withdrawal symptoms. Explant was planned for (B)(6) 2016. The patient's status was alive no injury. The issue was not resolved.

Manufacturer narrative:
Analysis of the pump found no anomaly. There was an indent down in the cup of the sutureless connector, which leaked during pressure testing. Evaluation results code is no longer applicable. Evaluation conclusion code applies to the pump and evaluation conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the pump was replaced on (B)(6) 2016. A leak was found at the connection site of the catheter and pump. A new sutureless pump connector was used. The pump and connector would be sent back for analysis. At the time of the pump replacement, the patient was receiving morphine (20.0mg/ml, 0.950mg/day), bupivacaine (7.5mg/ml, 0.361mg/day), and clonidine (100.0mcg/ml, 4.80mcg/day). The replacement pump was programmed to morphine (20.0mg/ml, 0.960mg/day), bupivacaine (7.5mg/ml, 0.3600mg/day), and clonidine (100.0mcg/ml, 4.80mcg/day) in an implantable pump for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.